Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from third-party due to this issue there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and terminated patch was observed, indicating that the termination was due to occurrence of lsa (late sensor attenuation). No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to late sensor attenuation. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from third-party due to this issue there was no report of death or permanent impairment associated with this event.